Event description:
It was reported that the customer was hospitalized due to a blood glucose (bg) level of 75 mg/dl, and head injury with fracture in the occipital bone around the right eye. Cause of low bg was unknown. Customer received stitches on top of head and chin, and bg was treated with intravenous fluids of saline. Customer was released from the hospital on (B)(6) 2022 with the issue resolved; however, customer sustained an unspecified brain injury as a result of the event.